Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one introducer needle, one bardport implantable port, one tunneler and one groshong catheter with a loaded catheter stylet were returned in unsealed condition for evaluation. Functional, gross and microscopic visual were performed. Under microscopic observation, multiple cracks were observed on the introducer needle hub. Therefore, the investigation is confirmed for the reported needle hub crack and air aspiration issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, a crack allegedly formed on the hub of the introducer needle. It was further reported that air was allegedly aspirated during aspiration. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 09/2025

Event description:
It was reported that during a port placement procedure, a crack allegedly formed on the hub of the introducer needle. It was further reported that air was allegedly aspirated during aspiration. There was no reported patient injury.